Event description:
The customer reported that he passed out due to low blood glucose. The paramedics were called out and treated him. The blood glucose reading was 420 mg/dl. Troubleshooting was performed. Ran the displacement test and the device passed the test. Thp programming was accurate. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.